Manufacturer narrative:
(B)(4) - additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available; a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that one (1) infusor device was deformed in shape and purple lids are out from infusor before use. This occurred prior to filling. There was no patient involvement reported for this complaint. The actual sample is available. No patient injury or medical intervention reported during initial report. No additional information available. Report 1 of 4.

Manufacturer narrative:
(B)(4). The sample was received by baxter for evaluation. Visual examination of the unit did confirm the detached coil cap condition. The root cause of the detached coil cap condition is due to the unit being exposed to high temperatures during shipping, causing the cover to melt. This is a single use device and will not be repaired. No other observation was found on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.